Manufacturer narrative:
Aware date was used as event date as actual event date was not known. B5: additional information added.

Event description:
Reported via social media. It was reported via social media that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx closure device was implanted. At an unspecified time point in the procedure, a cardiac perforation occurred. The patient was treated for bleeding and was placed in the intensive care unit (ICU). It was further reported from the healthcare facility that the perforation occurred during transeptal puncture prior to the introduction of the watchman devices.

Event description:
Reported via social media. It was reported via social media that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx closure device was implanted. At an unspecified time point in the procedure, a cardiac perforation occurred. The patient was treated for bleeding and was placed in the intensive care unit (ICU).

Manufacturer narrative:
Aware date was used as event date as actual event date was not known.